Event description:
During an atrial fibrillation procedure, after vascular access was obtained, the guidewire and dilator were removed, and air aspiration was performed. Intermittent air aspiration was observed through the hemostasis valve of the sheath. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath.